Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a blockage on their infusion set. Customer also reported receiving a no delivery alarm. Customer stated their tubing was also occluded when they were changing their infusion set. The customer's blood glucose was 162 mg/dl. Troubleshooting did not occur as the alarm was a past event. The customer stated the alarm was resolved by changing their tubing. No additional information provided.